Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing a burning pain in his hip region. It was also reported that the patient had lack of complete recharging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing a burning pain in his hip region. It was also reported that the patient had lack of complete recharging. The patient will undergo an ipg replacement procedure.